Manufacturer narrative:
This supplemental report is being submitted to provide additional information and device manufacturer date. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. In addition, the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm confirmed that the subject device was shipped in accordance with specifications via DHR. The lm reported that based on the investigation results the most probable cause of the fan not operating and the device overheated. Reported event are as follows: it is presumed that the device had been over 6 years since manufacturing, and that the fan had been failing due to deterioration caused by long-term use, resulting in overheating of the device."

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 h6 and h10. Additional information from the user facility states the cvl-190 was overheating.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned for evaluation. The cause of the device damage cannot be determined.

Event description:
The service center was informed that a fan blade in the light source is broken and the fan will need to be replaced. There was no patient involvement reported.